Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain, cloudy effluent and a fever as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1953. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: twelve days after the initial onset of the peritonitis, the patient was discharged from the hospital and was recovered from the event.